Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017 the receiver had no vibration. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and no errors were observed. The reported event of no vibration was not confirmed. A root cause could not be determined. The receiver complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. A functional test was performed and it passed. The receiver log was downloaded and evaluated with no related errors observed. Performed manual audio/vibration test and the global receiver vibration tool test with both passing. The reported event of no vibration was not confirmed. A root cause could not be determined.